Event description:
It was reported that the patient stated feeling that the inflatable penile prosthesis (ipp) pump was sticking periodically and he had to push it numerous times to get it to release. Patient liaison provided burp and anti stiction techniques. The patient also stated being unable to have orgasms since the ipp was placed. No more information available at the moment. Should additional information become available, it will be provided.